Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: how much blood was lost (ml)? Some blood was lost but it was not a significant amount. Did the patient require a blood transfusion? If yes, how many units were given? No transfusion was required. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? The patient status is not known, but no additional treatment/intervention has been needed.

Event description:
It was reported that during a right colon resection procedure, the surgeon was performing a side to side anastomosis and using the device to close the common opening. He turned the adjusting knob down, but the black line never moved into the range/gap setting scale. He decided to try to fire anyway and was able to release the safety and fire. He then transected the tissue, but when he opened the stapler, no staples had deployed and bleeding resulted. He quickly sutured the bleeding. The surgeon then used a tlc75 with a blue cartridge to redo the anastomosis; he made the anastomosis longer and then closed the common opening with the tlc75 and blue cartridge. It was unknown how much blood the patient lost or if there were any patient consequences.

Manufacturer narrative:
(B)(4). Batch # l51223. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and no anomalies were found. The adjusting knob functioned as intended and without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.